Manufacturer narrative:
UDI: (B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported externalized conductors could not be conclusively determined.

Event description:
During a scheduled device replacement, the threshold of the right ventricular lead was noted to be high. Fluoroscopy indicated that the conductors appeared to be externalized. The lead was capped and replaced and the patient was stable.